Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with stripped battery cap coin slot, missing segments due to cracked zebra connector at lcd board and cracked battery tube threads.

Event description:
The customer reported via phone call of a cracked battery cap from the insulin pump. The customer's blood glucose reading was 101 mg/dl. The customer stated that she changed the reservoir and battery and the screen was blank. The customer was unable to remove the battery cap. The customer was unable to remove the battery cap with a large, flat-head screwdriver or quarter. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.